Event description:
The customer reported the unit was failing the shift check and getting an error 90008.

Manufacturer narrative:
(B)(4). The customer reported the unit was failing the shift check and getting an error 90008. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.